Manufacturer narrative:
Carefusion complaint number (B)(4). The field service representative evaluated the unit and was able to duplicate the reported issue. The exhalation valve receptacle was replaced and the transducers were calibrated for low volumes. The unit passed the operational verification procedure as well as the user verification test and is running per factory specs. Unit was placed back in service. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the unit had low exhaled volume readings. The ventilator was removed from the patient and there was no harm to the patient. They also stated that the exhalation valve receptacle is broken.